Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 25-mar-2026. The unit came in for oxygen error. No trouble found. Run the unit for 24 hours. The unit is working well and within specification.

Event description:
It was reported that the patient's unit was not working properly with the battery. As a result, the unit was not producing enough oxygen and the patient experienced a hard time breathing. A replacement unit was sent to the patient. The inogen team attempted to contact the patient for further information three times with no response.